Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 13-month-old old female was diagnosed with infantile pre-b all developed problem with port, required admission for replacement and continuation of chemotherapy. On (B)(6) 2025, the port was allegedly found leaking. Post procedure, the port was allegedly found difficulty with blood return/aspiration. Reportedly, patient allegedly experienced swelling and the port was removed. However, the current status of the patient was unknown.

Event description:
A 13-month-old female was diagnosed with infantile pre-b all developed problem with port, required admission for replacement and continuation of chemotherapy. On (B)(6) 2025, the port was allegedly found leaking. The port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fluid leak, suction problem and material puncture or hole issues as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A 13-month-old old female was diagnosed with infantile pre-ball developed problem with port, required admission for replacement and continuation of chemotherapy. On (B)(6), 2025, the port was allegedly found leaking. Post procedure, the port was allegedly found difficulty with blood return/aspiration. It was further reported that pinpoint defect was observed in the backwall of the port-a-cath reservoir. Reportedly, patient allegedly experienced swelling and the port was removed. However, the current status of the patient was unknown.